Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic donor nephrectomy procedure. The stapling device was being used for firing on the vessel. There was a problem unloading the device, problems removing the loading unit. The jaws of the device locked onto the tissue. The jaws of the stapler did not open anymore and was slowly removed off of the tissue / vessel. In order to resolve the issue and complete the case, a new device was used with no problems. There was no patient harm. The patient outcome is alive, no injury.